Manufacturer narrative:
It was reported that the device was discarded by the user and is not available to be returned to the manufacturer for evaluation. The customer's reported complaint description of the tre-sheath fracturing in the patient cannot be confirmed since no product was returned for evaluation. Without receiving product to evaluate, we are unable to definitively determine root cause for this event. It is possible that the fiber fitting was not properly mated with the hub on the tre-sheath leading to incorrect placement of the fiber tip. If this did occur unnoticed and the fiber was fired, the tre-sheath could be burned. This cannot be definitively determined without receiving product to evaluate. A lot history records search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. (B)(4).

Event description:
As reported on 11/20/2014, a patient of unknown age and gender presented for an endovenous laser procedure. The procedure was successfully completed with no reports of complications or device malfunctions. As no complications were noted, the catalog and lot number of the device was not recorded by the user. Approximately 2 weeks post-procedure, the treating physician was notified the patient has been sent ot the hospital to have 6-8cm of the tre-sheath removed that had fractured off inside of the patient. It was reported the patient did not suffer any permanent harm or injury due to the event. The reported disposable device and fractured tre-sheath segment have been disposed of by hospital; therefore are not available for return to the manufacturer for evaluation.